Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following information was obtained regarding the foreign object: the customer reprocesses per instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the e216 and b30 errors were due to charged coupled device (ccd) unit was broken while the user was handling the device. However, a definitive root cause for the errors could not be determined. In addition, a root cause for the foreign material could not be identified. The e216 and b30 events can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image." The foreign material event can be detected/prevented by handling the device in accordance with the following section of the instructions for use, "inspection of the instrument channel" which states: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The b30 error occurred due to the cut charge-coupled device (ccd) cable, and the e216 occurred due to the broken charge-coupled device (ccd) unit. The following findings were found during evaluation: angulation in the up direction was out of standard due to the worn angle-wire; noise on the image due to the broken charge-coupled device (ccd) and a scratch on the plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope displayed a b30 and e216 (scope communication errors). The issue was observed during preparation for use for an unspecified diagnostic procedure. The procedure was completed with a similar device, with no patient delay noted. Additionally, residue of foreign material was observed on the instrument channel outlet, and it was removed after the cleaning process. There were no reports of patient harm or impact associated with this event.